Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that he has a potential explant. Additional information was provided by the surgeon that he had a missed outcome. Additional information provided by the surgical coordinator manager, that one week following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Three different ophthalmic topical medications were prescribed. One week later the patient reported that his symptoms have improved with the medication, but are still present. One week later the patient continues to have blurred vision.